Manufacturer narrative:
This part is not approved for sale in us but a similar product with catalog # 1604200500, 510k# k113174 and (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis : l3 compression fracture, delayed paralysis procedure: posterior spinal fusion levels: t10-l1 it was reported that on unknown date, post-operatively, rod breakage was observed. A rod replacement surgery was scheduled due this event. No patient complications were reported as a result of the event.